Event description:
Rptr stated that pt obtained a blood glucose result of 80 mg/dl, while using the suspect device. Pt took their oral diabetic medication and went to sleep. The following morning, rptr indicated that pt was unable to speak, and did not recognize rptr. Rptr checked pt's blood glucose, using the suspect device, and received a result of 74 mg/dl. Rptr phoned emergency medical svs, and upon their arrival, pt's blood glucose measured 54 mg/dl (using the paramedics' blood glucose monitor). Pt was treated with glucose paste and juice. Twenty-five mins later, pt's blood glucose measured 87 mg/dl. Rptr stated that, had pt's blood glucose monitor read lower the previous evening, pt would have had something to eat, and likely would not have experienced the hypoglycemic event. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.